Event description:
It was reported that: while ventilating a pt, the unit began giving larger than expected tidal volumes. The high tidal volume alarm went off notifying the user of the condition. While attempting to remedy the situation, the user heard the high tidal volume alarm again, and then the unit rebooted. The pt was switched to an ambu bag for ventilation. The unit then came back up, passed self diagnostic tests, and appeared functional. The pt was placed back on the ventilator. A second occurrence was noted and the pt was switched to another ventilator. No pt injury.